Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy for oversensing possibly due to external interference. Noise events were observed soon after the patient had left ventricular assist device. Programming changes were made. Patient's condition was stable.